Manufacturer narrative:
Response center clinical engineer, verified the issue with the customer over the phone. A review of the provided strip indicated that the "p" waves were large enough to be counted by the st/ar algorithm as beats. A sw algorithm engineer, reviewed the strips and also agreed that the "p" were large enough to be counted. He also indicated that while the "t" waves were also large, they were close enough to the qrs wave not to be counted. The customer needed to choose the primary and secondary leads so that p waves are small (not detectable.) If this is not possible, then try to find a single lead which meets that criteria. The final solution for pic classic customers is to use the application which lets them increase the minimum detection threshold for the primary lead. Unfortunately, this application is no longer available at piic ix. The customer stated that the patient was in complete in heart block and the central station did not alarm for the brady rhythm. Eventually, the patient required the insertion of a pacemaker. A review of the provided strip indicated that the "p" waves were large enough to be counted by the st/ar algorithm as beats. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Event description:
The customer stated that the patient was in complete in heart block and the central station did not alarm for the brady rhythm. Eventually, the patient required the insertion of a pacemaker. This is being reported as a serious injury. The available information is not sufficient to rule out that use of this device was causal or contributory to the patient outcome.